Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated due to atrial arrhythmia burden (aab) of at least 1hour in a 24-hour period. The atrial fibrillation (af) appeared to be due to the occasional undersensing of the af. Additionally, non-sustained ventricular tachycardia (vt) events were noted which could possibly indicate rapid ventricular response (rvr) due to the atrial arrhythmia. The aab alert was increased to greater than 6 hours. No adverse patient effects were reported.